Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and the customer was not performing the proper air removal techniques. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 51 mg/dl - 141 mg/dl. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an indeterminate amount of time. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low blood glucose and insulin gauge issues could not be verified. No pump was received for investigation therefore no evaluation could be performed for the out of range allegation.